Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary surgery was performed with superpath on (B)(6) 2018. After 2 weeks, the surgeon suspected a dissociation and found it. The surgeon performed revision surgery at (B)(6) 2018. The cup will be returned.

Event description:
Allegedly, primary surgery was performed with superpath on (B)(6) 2018. After 2 weeks, the surgeon suspected a dissociation and found it. The surgeon performed revision surgery at (B)(6) 2018. The cup will be returned.